Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The uninterruptable power supply was replaced on the main cart and the system performed as intended. Codes: b01, c02, d02 h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown h2) please see section a1-4 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5. For the additional information. H2) correction: the codes populated in section h6 should have been submitted on the supplemental regulatory report submitted for this event on 2024-07-16 (1723170-2024-01549). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The machine was not reported to be ¿unresponsive.¿ the surgeon made an observation that the buttons were not responding appropriately and that the x-ray tech was having to press each button multiple times to get the buttons to function. The imaging system worked and the scan was completed, but the surgeon asked that the manufacturer come in and check-out the system.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system stopped functioning in the middle of a case yesterday. No known impact to patient outcome. There was a no surgical delay. The surgery was not aborted. No further information at time of call.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.